Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that some segments remain turned on. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on and the extra illuminated led segments were observed. The ui board was replaced and the device functioned as designed. A review of the history for this device was performed and it was concluded that the device was in the field for over seven (7) years with no previous returns for servicing or other issues prior to the reported event.